Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed without impact. The philips field service engineer (fse) contacted customer and confirmed that system screen had color distortion. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and the customer had evaluated the issue without asking philips onsite service and customer confirmed the root cause was a screen splitter installed by himself. To resolve the customer has repaired the screen splitter without revealing detailed resolution to philips. After replacing, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure is completed using the same system without any delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was displaying a blue screen, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.